Event description:
When partially pulling back needle in 22 gauge IV and reinserting, needle is puncturing IV catheter and splitting catheter in two. Has happened multiple times with this lot number of IV sets. Lot# 4303911.